Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. Device not rec'd for eval.

Event description:
During a total abdominal hysterectomy procedure the staples did not form. The surgeon applied another device without pt injury.